Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Concomitant products: item #unk, unknown stem, lot #unk; item #unk, unknown cup lot #unk. This report is number 1 of 2 mdrs filed for the same patient (reference 0001822565-2017-00645).

Event description:
A patient who underwent a total hip arthroplasty approximately 15 years ago has been indicated for revision due to dislocation. No revision has been reported to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
It was reported a patient underwent hip revision due to dislocation.